Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Troubleshooting was started with tandem technical support (tts), however, customer declined to further troubleshoot and was instructed to reset the pump to resolve the issue. No additional information was provided. The customer's blood glucose level was 167 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.